Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm while troubleshooting for insulin over-delivery. Customer was not able to troubleshoot for no delivery due to insulin having air bubbles and being cold from the refrigerator. Customer would call back.